Manufacturer narrative:
(B)(4)

Event description:
It was reported that fluctuating longevity measurements and excessive battery discharge were observed during follow-up in clinic. Patient is dependent. Device replacement will take place in (B)(6) 2016.

Manufacturer narrative:
The device returned due to a diagnostic anomaly. The cause of the diagnostic anomaly was most likely due to a programmer software issue.. Longevity estimation was performed and the battery voltage was found to be within expected longevity performance. The device functionality was evaluated and found to be normal in the laboratory.